Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. Follow up was conducted and it was ntoed that the lead had noise and non sustained polymorphic ventricular tachycardia (vt). No intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.